Event description:
Device malfunction: none reported. Symptoms/ae: expressive aphasia, mild confusion. Time of symptoms/ae: onset - 21 days after procedure. It was reported that in 2006, 21 days after a lic stenting procedure, the patient experienced acute onset of expressive aphasia and was admitted through the ER. The MRI was negative for cva, and transcranial doppler monitor revealed microemboli of the right mca. The symptoms resolved as of 1700 on 8/28, and the patient was discharged on the following day. The treatment was plavix and lovenox. One day later, the patient was again admitted to the hospital with expressive aphasia and mild confusion. The MRI and bubble study were negative. The embolization study was positive with right mca territory. The transesophageal endoscopy was negative for vegetation, clot or patent foramen ovale. Treatment consisted of coumadin and heparin. The patient was discharged home on 9/4/2006 on coumadin. No additional information available.

Manufacturer narrative:
Study event.